Event description:
A home pt contacted baxter's technical svc center regarding pain in the shoulders, neck and back during fill 1 of 5 peritoneal dialysis therapy on a homechoice device. The home pt has stopped the fill. The fill volume at the point that therapy was stopped was 2053ml. The baxter technical svc rep (tsr) assisted the pt to manually drain 3793ml. The home pt wanted to continue to use the homechoice machine for the remainder of the therapy. Home pt restarted fill. The therapy parameters are: fill volume 2300ml, last fill volume; 0ml, initial drain alarm: 0ml. The pt's initial drain volume for this therapy was 361ml. The home pt state that they rec'd a lot of alarms in the morning and ended the therapy early. Unit will be returned to baxter for eval. No pt injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Eval results: the homechoice device was evaluated by the baxter prod analysis lab (pal). Three simulated pt therapies were performed using the pt's therapy settings with no problems encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated pt for each exchange was within design specs. Add'l partial therapies were then performed with an unmodified cassette while introducing air. At no time did the device deliver air into the pt line. Pal then monitored the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed; no problems were revealed during this inspection and all connections were correct and secure. A review of the device's logs shows the device was functioning properly. A review of the device svc history revealed no past trends. No failure or malfunction of the device was identified that would have caused or contributed to the reported difficulty. The homechoice event log also was reviewed. The event log recorded that the previous therapy was aborted during dwell 5 due to a system error 2084 ( illegal door open) with a volume of 2299ml remaining in the pt. In the next therapy, the initial drain removed 358ml and then advanced to fill 1 (initial drain alarm was set to 0ml). The most probable cause of the pt's overfill based on this eval is the previous therapy aborted with a pt volume of 2299ml, then an incomplete initial drain in the following therapy.